Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of allergy to metals ("nickel allergy") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the proximal marker of an insert would be remaining in one side". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage ("the proximal marker of an insert would be remaining in one side"), fatigue ("fatigue"), eye swelling ("bags under the eyes") and localised oedema ("abdominal oedema"). The patient was treated with surgery (2 interventions, laparoscopy and then hysteroscopy). Essure was removed. At the time of the report, the allergy to metals and device breakage outcome was unknown and the fatigue, eye swelling and localised oedema was resolving. The reporter provided no causality assessment for allergy to metals, device breakage, eye swelling, fatigue and localised oedema with essure. The reporter commented: the remaining part of essure would be the proximal marker composed of platinum and without nickel. The events fatigue, bags under the eyes and abdominal oedema were almost resolved after the two interventions. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-mar-2018 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed 393 cases. Device breakage. The analysis in the global safety database revealed 2258 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.